Event description:
It was reported that the catheter was inserted by the physician on (B)(6) 2009 via left femoral vein in the intensive care unit. After the puncture for dialysis, it was impossible to withdraw the spring wire guide due to it becoming unraveled. The physician did not have any difficulty during insertion. As a result, the physician had to withdraw the entire catheter and a new catheter was placed successfully. The pt dialyzed on the same site (left femoral) for 10 days. Due to the pt having a fever, the user decided to change the insertion site (right femoral).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.